Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) began emitting tones one day prior to displaying end of life. The battery voltage was middle of life 1, however the charge time was 32 seconds. At the last followup (4 months earlier)the device was at begining of life. It was implanted 29.9 months. The patient denied exposure to MRI or radiation.